Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the balloon ruptured at 4 atmospheres upon first inflation. The procedure was completed with another of same device. There were no patient complications reported.